Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and the receiver. No additional patient or event information is available. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed indicating no voltage on the unit. No share log was found on the incident date. The customer complaint of a loss of connection was could not be confirmed. The root cause could not be determined post investigation.